Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was over 400 mg/dl. The customer stated that he had delivered a lot of insulin but his blood glucose remained high. He removed the infusion set at the quick release and tried to run .5 units and saw the insulin come out of the tubing. He stated that he had been giving himself manual injections along with the bolus because he did not feel that his insulin pump calculated a big enough dose due to the active insulin. He noted that he had been reusing reservoirs. He declined troubleshooting for high blood glucose, stating that he believed that the device worked fine. He was advised to speak to his doctor about his basal and bolus wizard settings. He also noted that a plastic cap popped off the reservoir while he tried to change out the tubing. He was unable to troubleshoot for the past no delivery alarm and declined to return the supplies. He was advised to replace the infusion sets.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.